Manufacturer narrative:
Correction: age at time of event an event regarding crack/fracture involving an unknown ceramic head was reported. The event was confirmed by evaluation of the returned device. Method & results -product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019. This inspection indicated that the returned ceramic head had fractured. The location of the fracture origin could not be determined due to secondary chipping and post-fracture abrasion on the fracture surfaces. Evidence of edge-loading was also observed on the articulating surface of the liner. Metal transfer markings on the articulating surface of the liner were consistent with contact with the stem. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "all information from outside report, no clinical or pmh, no primary op report, no serial x-rays or follow up. Insufficient data to create an independent report." Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the ceramic head was mated with a competitor's stem, which could be an off-label use. However, this cannot be confirmed as the ceramic head catalog number and lot number were not reported. No conclusion can be made based on the review of the provided medical records. The mar report on the ceramic head revealed that the location of the fracture origin could not be determined due to secondary chipping and post-fracture abrasion on the fracture surfaces. Evidence of edge-loading was also observed on the articulating surface of the liner. Metal transfer markings on the articulating surface of the liner were consistent with contact with the stem. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or pmh, primary op report, serial x-rays or follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken ceramic ball head. Revision with replacement of the stem and the ball head.

Manufacturer narrative:
An event regarding crack/fracture of a ceramic head (competitor device) involving a trident liner was reported. Conclusion: it was reported that the ceramic femoral head (competitor device) was fractured. Based on the visual inspection on the trident liner, the inspection indicated metal transfer markings on the articulating surface of the liner were observed, consistent with contact with the stem. Wear scars were observed on the articulating surface of the liner consistent with an edge-loading condition with the ceramic head (competitor device). Metal transfer markings were observed on the proximal surface of the liner consistent with explantation of the liner. The metal transfer markings are consistent with the report issue of fractured ceramic head (competitor device). Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. A review of the most recent version of the IFU relating to part number 625-0t-28d, IFU qin 4365 rev aa, noted that "warnings [...] ¿ do not substitute another manufacturer¿s device for any of the trident system components because design, material, or tolerance differences may lead to premature device and/or functional failure. [...] " in this event the trident liner was mated with a competitor device. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken ceramic ball head. Revision with replacement of the stem and the ball head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Broken ceramic ball head. Revision with replacement of the stem and the ball head.